Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose (bg) level. Upon follow up, the customer indicated that the battery depletion rate returned to normal after charging the pump completely and declined to provide additional information to tandem technical support.